Manufacturer narrative:
Software analysis determined that the probable cause could not be determined due to the lack of reproducibility. The issue was thought to be related to the non-mdt product imaging system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733686, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that everything was communicating correctly. It was possible to get an empty image, ap and lateral images, and to navigate. A reboot was performed on both systems and a retest showed everything working properly. A third party technician checked the third party imaging system for automatic mode and troubleshooting determined that the issue could have been due to the image not being sent in auto mode which would be an issue with the third party imaging system. It was noted that the ethernet cable was replaced preventively even though the communication was green on the stealth. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported, intra-operatively, that the surgeon was not able to get the empty image from a third party imaging system even after rebooting both systems. Navigation was aborted and there was a less than hour surgical delay. There was no impact on patient outcome.